Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Cust nkii prim stem por b /p sz1, rt p/n 621201210 l/n 1311808. Knee-natural knee-bearings. N-k ii metal-backed patella, size 1 p/n 620001101 l/n 1287665. The returned femoral component was returned and noted to have scratches on the condylar surface, and the proximal surface has foreign material. The reported event was able to be confirmed with provided op notes. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Cust nkii prim stem por b /p sz1, rt p/n 621201210 l/n 1311808. Knee-natural knee-bearings. N-k ii metal-backed patella, size 1 p/n 620001101 l/n 1287665. The returned femoral component was returned and noted to have scratches on the condylar surface, and the proximal surface has foreign material. The reported event was able to be confirmed with provided op notes. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Cust nkii prim stem por b /p sz1, rt p/n 621201210 l/n 1311808. Knee-natural knee-bearings. N-k ii metal-backed patella, size 1 p/n 620001101 l/n 1287665. The returned femoral component was returned and noted to have scratches on the condylar surface, and the proximal surface has foreign material. The reported event was able to be confirmed with provided op notes. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Cust nkii prim stem por b /p sz1, rt p/n 621201210 l/n 1311808. Knee-natural knee-bearings. N-k ii metal-backed patella, size 1 p/n 620001101 l/n 1287665. The returned femoral component was returned and noted to have scratches on the condylar surface, and the proximal surface has foreign material. The reported event was able to be confirmed with provided op notes. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The femoral component was returned and noted to have scratches on the condylar surface, and the proximal surface has foreign material.

Event description:
The femoral component was returned and noted to have scratches on the condylar surface, and the proximal surface has foreign material.